Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. The complaint can be confirmed, however limited functional testing could be conducted since the device was recieved for evaluation with the electrical plug cut off. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. A large amount of tissue debris was situated on the distal tip of the device. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active suction port was blocked with tissue. When performing the hipot test an instant fail was recorded. The most likely cause of the electrical fault seen during the investigation and based on previous similar complaint investigations is a leakage of saline through the distal section of the device due to an incomplete adhesive seal during the gluing phase which can cause an electrical short. When this electrical fault occurs the device will not function in ablate or coagulate modes as intended therefore is a root cause for the reported failure. Continuous review of complaints will be performed and if any adverse trend is noted a further review of this decision will be undertaken. When excessive amounts of tissue are being released into the joint space and insufficient fluid management is being utilized, the device can become clogged with the tissue and block the active suction path as observed, therefore is a potential root cause for the suction failure experienced by the customer. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during a shoulder arthroscopy that the electrode was defective. In the subacromial space, 2 times, using the coagulation (blue pedal), 2 electrostimulations of the deltoid (2 violent contractions) and lack of coagulation and section (at the beginning of the surgery normal working). The wight insulator was black on the proximal part of the electrode. The procedure was completed with a second device. The affiliate did not report any patient harm. Additional information received from the affiliate on 02/04/2019 stating that there was a 5 minute delay due to the event and there was no clinical consequence to the patient.